Event description:
New information received noted pacemaker was explanted and replaced on (B)(6) 2024. Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.